Event description:
Adverse event(s): "patient/user harm unk" (no known impact or consequence to pt). Product problem(s): "laser is turning off and on by itself" (loss of power). A customer reported the laser is shutting on and off by itself. No additional info was given. Multiple attempts have been made to retrieve more info but none has been received to date.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable info becomes available. (B)(4).